Event description:
It was reported that the distal tip of a recanalization catheter detached in the cto. The catheter was being used to cross a cto in the patient's right mid sfa. Reportedly, the catheter could only partially cross the cto. When the catheter was removed, it was observed that the radio-opaque distal tip had remained within the cto. There was no attempt to retrieve the detached tip. Another recanalization catheter was used to successfully cross the remaining portion of the lesion. Angioplasty and stent placement then followed, with final angiography demonstrating suitable patency of the treatment site. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned for evaluation. The investigation is currently underway.